Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 2/7/2022. H3 investigation summary : two failed suture needles, labeled as (B)(4), were submitted fractographic evaluation on january 14, 2022. The components were identified as product code vcp358h. It was requested that assess the fracture mode of the failures. A fracture was observed in the body of sample a and in the body of sample b. The needles were received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These were ductile fractures. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device vcp358h; rhbbdtw0 number, and no non-conformances were identified. Vcp358h. Manufacturing date: 07.02.2021 expiration date: 06.30.2024. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported in 2210968-2021-12658.

Event description:
It was reported that a patient underwent a laparoscopic sacrocolpopexy procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure? Lsc. What was the procedure date? (B)(6) 2021. Did the event occur during one or multiple patient procedures? One procedure, one lot. What is the total number of procedures? 1. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. Event reported in 2210968-2021-12658.